Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. A leak was noted, at the hemostasis valve, during functional testing. The cap was removed from the hemostasis hub. And the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, an air leak occurred. When the sheath was interested and flushed, air was drawn from the hemostatic valve. The sheath was replaced and the procedure was completed with no adverse patient consequences. The reported device was discarded.